Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6)2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the cerebral hemorrhage did not occur (there was an error in the original communication). ***MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a distributor regarding a patient implanted with a neurostimulator for parkinson's disease. It was reported that the patient had a cerebral hemorrhage after surgery. As a result the healthcare professional (hcp) treated the patient with a hyperbaric oxygen chamber, with the patient currently discharged from the hospital and recovering. Prior to surgery the patient was stiff and dithered, but now has improved jitter with many side effects including an inability to open their eyes, stop walking, or move their body. There was also stiffness one hour "after the pesticide effect." The patient is to regularly return to the hospital for program control, with it unknown what further troubleshooting was performed. No further complications are anticipated.